Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) that was resolved with heparin drip. The patient was admitted from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the elevated lactate dehydrogenase (ldh) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.